Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the vns is causing the patient pain, visible neck twitching/muscle tensing, and "ticks" related to a psychotic break to occur. The patient was reportedly hospitalized but the patient reports that the issues with the vns started just before the admission. Patient currently has the magnet taped over the device to help resolve the symptoms. No other relevant information has been received to date.

Event description:
A response from the physician was received indicating the cause of the muscle tensing/twitching and pain are due to vns stimulation. The hospitalization was to preclude serious injury and the settings are unknown at this time. No assessment was made on the report "ticks." No other relevant information has been received to date.